Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated, they received discrepant results for one patient sample tested with ise indirect na for gen.2 on cobas 6000 c (501) module (B)(4). No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 115 mmol/l. The operator thought the value was too low, so the sample was repeated on a second analyzer, resulting in a value of 138 mmol/l. The sample was centrifuged and then repeated on a third analyzer, resulting in a value of 138 mmol/l. The 138 mmol/l value was deemed correct.

Manufacturer narrative:
The field service engineer determined, the gear pump pressure was too high. The pressure and blank cell calibration were adjusted. The electrodes were cleaned and activator material was run in the ise system. Ise checks, precision studies, calibration, and controls were performed. The customer confirmed, the issue was resolved after these actions.